Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported aortic root thrombus, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. Review of the log files provided by the account confirmed multiple pi events, but no atypical events or alarms. The account reported that the patient had a known aortic root thrombus and the surgeon was intentionally running the patient at a higher speed while the patient was in the hospital to keep the valve closed. The patient¿s left ventricle (lv) was very decompressed, which caused the observed pi events. The plan was to keep an ongoing balance of fluid status and vad speed to maintain proper support. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6) 2020 when the patient ultimately expired. The device was not returned for evaluation (captured under manufacturer's report # 2916596-2019-05799). The hm3 lvas IFU lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. Furthermore, the IFU provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists arterial non-central nervous system (cns) thromboembolism as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, section 6, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 1 of the IFU also explains all pump parameters, including pulsatility index (pi). Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including, sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient has a known aortic root thrombus and the surgeon is intentionally running the pump at a higher speed while in hospital to keep the valve closed. Left ventricle is very decompressed, thus pulsatility index (pi) events. Ongoing balance of fluid status and vad speed to maintain proper support.